Manufacturer narrative:
(B)(4). It was reported that the device will be repaired by the customer. The pressure solenoid (psol) will be replaced. There was no patient connected to the device. The event occurred during power self-on test (post).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the ventilator generated an error and rendered the ventilator inoperable. Additional information has been requested.